Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy and subsequently passed away. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection vancomycin (one gram, once in two days, route and duration not reported) and amikacin (500 mg, once daily, route and duration not reported). Five days after admission to the hospital, the patient died. The cause of death was reported to be due to an unrelated medical condition. The status of the peritonitis event at the time of death was not reported. It was not reported if an autopsy was performed. Dianeal therapy was ongoing until the time of death. It was not reported if the patient was performing therapy at the time of death. No additional information is available.